Manufacturer narrative:
Additional information has been provided in h3, h6, and h11. The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was not returned. The product investigation could not identify the root cause for the reported complaint haptic stuck between cartridge and plunger as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery implant was being inserted, the second haptic of the ophthalmic implant got stuck between the plunger and the cartridge. Manual release and insertion of the implant using forceps. No patient impact reported. Additional information has been requested.